Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powermidline catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. The catheter was returned trimmed at the 11 cm depth marker. A functional test of attempting to infuse water into the catheter using a 12 ml syringe revealed the catheter to be patent to infusion with no observable leaks. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaking throughout the catheter. A microscopic observation revealed the catheter to be trimmed at the 11 cm depth markers. The cut appeared to be at an angle with striations along the fracture surface. Nothing remarkable was observed along the catheter during a microscopic observation of the device. Because the alleged leakage could not be reproduced, the complaint of a leaking catheter is unconfirmed. Appearance of leakage may occur at the insertion site during use of the product under certain clinical conditions and patient anatomy. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that there was extravasation of cyclophosphamide. The patient had swelling, redness and pain at the injection site. The extravasation was treated with catheter removal, suction, and alcohol dressing. A new catheter was inserted a few days later. There was not a significant delay in treatment. No further information was provided.